Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. The event log was reviewed and there are no errors related to the customer complaint. Device was visually and functionally tested and the customer reported complaint was not confirmed. A probable cause of the reported issue was unable to be found. The device passed all tests and no fault was found with the pump. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed volume test (16.050 ml and 15.821 ml). There was no patient involvement, no patient injury was reported.